Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10645. It was reported after several unsuccessful attempts to gain epidural access at l1/l2, the physician placed a surgical scs lead into the epidural space right of midline and as high as the tip at t7. Two minutes into the trial, the pt (united kingdom) reported feeling excruciating pain in her foot which she stated felt like electric shocks. The pain was not linked to stimulation as it occurred when the current was switched off. Once stimulation was turned on, the pt reported experiencing strong, uncomfortable stimulation in her right leg. Impedance values tested within normal range. After 5 minutes, the pt requested that the trial be abandoned. The physician elected to remove the surgical scs lead and replace it with a trial percutaneous lead. The pt continued to reported feeling pain in her foot which was accompanied with allodynia. The pain was treated with opioids and katamine to no avail. After one hour, it was decided to remove the percutaneous scs lead. The pt was sent for an MRI which showed no appreciable disease. At the time of the report, the pt remained in the hospital with unexplained pain in her foot. No further info is available at this time.